Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc trek dilatation catheter was being used for pre-dilatation of a heavily calcified lesion in the distal right coronary artery, which was mildly tortuous. The balloon ruptured below 18 atmospheres during first inflation. There was some difficulty deflating the balloon, so the inflation device was exchanged for a 20 cc syringe and the balloon was able to be deflated and removed from the patient. There was no clinically significant delay in procedure and no adverse patient effect. A non-abbott cutting balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned nc trek catheter noted blood visible in the loosely folded balloon and inflation lumen, consistent with a rupture during use in the patient anatomy. The total catheter length was measured and this met manufacturing criteria. A new indeflator was filled with water and was used in an attempt to inflate the balloon to the rated burst pressure (rbp), when fluid was observed coming from a longitudinal tear in the balloon 1 mm proximal to the proximal balloon marker, for a length of 2.5 mm, confirming the reported rupture. There were multiple scratches noted below the rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with calcified lesion, such that the balloon ruptured upon the first inflation below the rbp. Additionally, as the balloon had ruptured, this would contribute to the balloon unable to deflate as pressure would be lost due to the rupture in the balloon. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A review of the electronic lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of complaint handling database for the reported lot revealed no similar incidents reported for difficult to deflate or balloon ruptures. There is no indication of a product quality deficiency.